Event description:
It was reported that when the devices were used during a gyn procedure, the lip seal became dislodged and fell into the pt. It was not retrieved. Another device was used to complete the case.